Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. External and internal visual inspections of the unit revealed the power extension cable to be frayed with exposed wires. Damage to the power extension cable caused power issues throughout testing. A known working test power extension cable was used to send patient readings and to perform the diagnostic test. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming that the power extension cable of the patient electronic system was frayed with exposed wires.